Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 months and 1 week following the implant of this transcatheter bioprosthetic valve, the patient woke up approximately 30 minutes after their usual time and were found by family to be experiencing standing difficulties. The patient was transported by emergency services. Diffusion weighted imaging revealed high signal in both cerebellar hemispheres, low signal in the same area according to the apparent diffusion coefficient, and no microbleeds on transverse relaxation weighted imaging. Of note, the patient was taking 30 mg of anticoagulant medication at the time of onset and thrombolytic therapy was not applicable. Progression of anemia was noted along with black stool, and increased bun and creatinine. Gastrointestinal endoscopy showed no findings of gastrointestinal bleeding, however. The patient's condition was stabilized and the patient was transferred for rehabilitation. Approximately 11 months later, after hospitalization at multiple facilities, the patient passed away. The cause of death is unknown.